Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the device change out, the atrial lead had positioning difficulty. The lead was capped and replaced. No patient complications have been reported as a result of this event.